Event description:
The pt was enrolled in the program in 2004. Target lesion 1 was identified in the mid rca with 99% stenosis and a 2.5 mm reference vessel diameter. Target lesion 1 was treated with predilatation and placement of a 2.5 x 20 mm taxus stent. Residual stenosis was 0% following post-dilatation. The pt was discharged the next day on asa and plavix. The pt was readmitted (12 days post enrollment) after experiencing a syncopal event earlier that day. At the time of admission, it was noted that the pt was noncompliant with their plavix due to gi upset. Plavix was given and the pt was started on heparin. ECG was initially unchanged from previous tracings. Later that evening, the pt developed severe chest pressure associated with hypotension and inferior st elevation. Cardiac catheterization on same day showed that the previous stent to the rca was 100% occluded. The pt's cardiac enzymes met guideline criteria for an mi. On the same day, the mid rca was treated with the placement of two additional taxus stents, 3.0 x 16 mm and 3.0 x 12 mm. Residual stenosis was 30%. Integrilin was discontinued due to an acute decrease in platelets. The pt was discharged on the 3rd day on plavix and asa. In the opinion of the physician, the relationship of the event to the taxus is "unknown."

Event description:
Clinical study: it was reported that 12 days after a coronary drug eluting stenting treatment procedure, a stent thrombosis and myocardial infarction occurred. In 2004, the lesion being treated was a 2.5 mm, 99% stenosed, non calcified, non tortuous, mid right coronary artery (rca) lesion. The pt was administered IV 2b3a agent and oral plavix and asa. The lesion was predilated and a taxus express2 8.8% 2.5 x 20 mm drug eluting stent was successfully placed. The pt was discharged the next day on asa and plavix. Eleven days later, the pt returned to the cath lab where repeat angiography revealed a stent thrombosis in the rca. Another taxus express2 8.8% stent was placed in the mid rca. The pt's elevated cardiac enzymes met criteria for a myocardial infarction. This was resolved by discharge, three days later. Additional info has been requested.